Event description:
This rs lead was implanted on (B)(6) 2015 and remains implanted at this time. A call placed to technical services on (B)(6) 2018 stating that this lead had some spike of impedance the physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).